Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the atrial lead was exhibiting lead noise and was reproducible in clinic with isometrics. Lead was capped and replaced on (B)(6) 2019. Patient condition was stable.

Event description:
Oversensing was also noted on the right ventricular lead.